Event description:
It was reported that the patient received inappropriate shocks. R-waves were measured at 12mv and t-wave oversensing was also noted. Lead sensitivity was changed; the lead remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.